Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 474 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that she had attempted to change the infusion set and reservoir several times prior to the event. During the prime test, the insulin pump alarmed no delivery. The prime test was repeated after changing the insulin, reservoir and infusion set, and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.